Event description:
A medtronic representative, reported that while in a cranial procedure, there was an error displayed, "localizer not connected". This occurred in the register task when the emitter cable was plugged in. The software failed to recognize the emitter. Trouble-shooting, restored the system to plan and moved forward into register normally. The emitter was detected, tracking normal, and the issue was resolved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). Medtronic representative, following-up, reports the system has been working smoothly with no issues. No patient files/scans/logs have been returned to manufacturer for evaluation.